Event description:
It was reported that when using the bd pyxis¿ anesthesia station es machine was on blue screen and required admin password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A field service engineer (fse) previously replaced the serial ata (sata) cable and performed a reimage, after which the station displayed the basic input and output system (bios) password screen. The fse then proceeded to replace the docking board. Since the station was configured for basic input and output system (dhcp), no network changes were required. After powering on the station, communication with the drawers was tested and confirmed. The system functioned as intended after the field service engineer repaired the device.